Event description:
Patient with left ventricular assist device (lvad) therapy x for 17 months presents with high ldh, hematuria and abnormal lvad performance. Suspicious for lvad related thrombus. Patient underwent exchange of the lvad 2 days after hospital admission. Post op course was complicated by surgical wound dehiscence requiring plastic surgery and vac dressing for wound closure and prolonged wound healing.